Event description:
It was reported that during a procedure, the device balloon allegedly had leak. It was further reported that the device was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one tri-funnel replacement gastrostomy tube 12f was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for balloon leakage issue as the a rupture on the balloon was apparent at approximately 8mm from the distal end of the device and the balloon was inflated with approximately 5ml of water and immediately leaked. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 04/2023.

Event description:
It was reported that when the hcp aspirated the liquid from the balloon with a syringe to replace the catheter, it should have been 5cc, but only 3cc was contained. There was no reported patient injury.